Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer determined that the problem is the main printed circuit board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault, low peak inspiratory pressure and low minute ventilation alarms on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.